Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that this report is associated with MFR report number 3005168196-2015-00950. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) using ruby coils. The physician successfully deployed and detached one ruby coil in the aneurysm. However, while advancing a second ruby coil through another manufacturer's microcatheter, the physician met resistance and was unable to advance the coil. The physician successfully removed the coil and attempted to advance a third ruby coil. After an unsuccessful attempt to advance the third ruby coil through the microcatheter, the physician decided to remove it. Upon removal, the coil unintentionally detached inside the microcatheter but was successfully removed. The procedure continued using a new ruby coil. There was no report of an adverse effect to the patient.